Manufacturer narrative:
The probnp ii reagent lot numbers used were 747498 and 778442. The pct reagent lot number used was 755916. The expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and found air in the fluidic flow path of one of the measuring cells (mc). The fse performed repairs. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys probnp g2 (probnp ii) and elecsys calcitonin results from eleven patient samples tested on the cobas 6000 e601 module. The initial results were reported to the doctor. The reporter stated that the quality controls (qcs) failed prompting the rerun of the patient samples. The reporter was able to provide the following patient samples with discrepant results: the initial results were from the module's channel 1 and the repeat results were from channel 2. The initial probnp ii result was 4715 pg/ml. The repeat result was 18457 pg/ml. The initial pct result was 0.407 ng/ml. The repeat result was 0.022 ng/ml. The initial pct result was 0.95 ng/ml. The repeat result was 5 ng/ml. The initial pct result was 0.304 ng/ml. The repeat result was 0.039 ng/ml. The initial pct result was 0.31 ng/ml. The repeat result was 0.117 ng/ml.